Event description:
It was reported, "fall". Add'l info provided by the sales rep: the revision was due to a fall by the pt which caused a fracture to the femur. As a result of the fracture, the implant became loose. Up to the time of the fracture, the primary hip was fine.

Manufacturer narrative:
An eval of the devices cannot be performed as the device was not released by the surgeon and was not returned to the MFR. Add'l info (including x-rays and medical records) was requested, but not made available. Should add'l info become available, the eval summary will be submitted in a supplemental report.